Event description:
It was reported that prior to biopsy procedures the biopsy gun will fire while the safety is on after it was successfully primed and locked into an energized position. There no reported pt injury.

Manufacturer narrative:
A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. The investigation is unconfirmed for self-activation, as the device functioned as intended. Per the service and repair facility, thick oil was found inside the driver. The oil could cause the components to slip and not function as designed. The root cause of the excess oil was likely related to improper maintenance by the user. However, the definitive root cause for the self-activation could not be identified.